Event description:
It was reported after loading a patient onto the cot in their residence the cot would allegedly not raise up from the lowered position. No injuries or adverse effects were reported as a result; however, a second medic unit was called to complete the transfer on another cot.

Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainant's location. A visual and functional evaluation was conducted. The technician observed loose hardware on the foot end plate of the cot which could have contributed to the reported issue. Loctite was applied and the hardware was tightened. The cot was retested and found to be functioning as intended and was returned to service. It could not be determined what caused the hardware to loosen as the cot had been in service in excess of one year. The IFU for the product provides sufficient instructions for inspection of the cot for loose hardware prior to use.

Event description:
It was reported after loading a patient onto the cot in their residence the cot would allegedly not raise up from the lowered position. No injuries or adverse effects were reported as a result; however, a second medic unit was called to complete the transfer on another cot.